Manufacturer narrative:
The patient's weight was reported as (B)(6) kg. The date of the event was reported as an unknown date in (B)(6) 2017. (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. On an unknown date, two months prior to the receipt of this report, the patient was hospitalized for an unrelated medical condition. During hospitalization the patient "presented a peritoneal infection". Treatment for the peritonitis was not reported. Six days prior to the receipt of this report, dianeal therapy was discontinued and the following day, the pd catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient was not recovered. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the patient was discharged six days prior to receipt of this report. The patient was recovered from the peritonitis event and remains performing hemodialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.